Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions including catheter position, pre-existing medical conditions, and small left ventricular volumes may also play a role in patient susceptibility to hemolysis.¿

Event description:
The complainant reported that the patient was having gross hemolysis while on impella support. After confirming pump positioning volume was given. Plasma free hemoglobin levels were high, but did improve with volume resuscitation but left ventricular thrombus showed on tte echo. The following day the pump ingested a clot, and the pump was removed.

Manufacturer narrative:
The investigation has been completed. The pump was not returned for review. Data logs showed after the pump started, mc spiked followed low flow that triggered auto suction response and suction alarms. This event remained to the rest of the case. Based on clinical description and data analysis, the root cause of hemolysis was most likely due to biomaterial ingestion.